Event description:
Patient went to cardiac cath lab for balloon atrial septostomy. On 5th & final attempt, it was noted that the balloon had overlsed off the catheter. Lost fragments not found on angiography.